Event description:
The customer reported that they had replaced one of the displays in their warroom1 system with their on-site spare and now needed a spare replacement. Replace spare under contract. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The customer will scrap the display locally and will not return it. The acuity display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method, bmet confirmed display failure.